Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vein in the upper limb. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.